Manufacturer narrative:
Na

Event description:
It was reported that the pt was found unresponsive by the nursing staff; 911 was called. The nursing staff reported that the ventilator was alarming. The pt was taken to the hospital by ems. The pt later expired at the hospital.